Event description:
Reporter indicated a vns pt presented for a routine office visit with high impedance on a system diagnostic test. The pt had not been seen in approx 1/1/2 years. The pt did not experience any trauma that could have caused or contributed to the reported high impedance. The MFR reviewed x-rays and no gross lead fracture were found. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.